Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed as planned. The field service engineer (fse) checked the device on site and confirmed the footswitch problem. After reviewing log file fse found that the system cannot emit x0ray when pressing the footswitch fluoroscopy button. Fse found the actual cause that the footswitch is defective. To resolve the problem fse replaced the wired footswitch. After the replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch could not do fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.